Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the pre-implant culture was positive for staphylococcus epidermidis. Laboratory contamination cannot be ruled out; laboratory reagent was positive for staphylococcus epidermidis and staphylococcus warneri. The allograft was implanted on (B)(6) 2014 and the patient has been discharged. There has been no indication of an adverse reaction in the patient. Cryolife has reviewed the information available concerning the allograft associated with this reported event. In addition, a review of the processing, environmental, quality, and donor records has been performed. The evidence obtained in this investigation convincingly establishes that the organism obtained via pre-implant sterility culture was not allograft related. No infection or adverse patient impact was associated with this complaint; the source of staphylococcus epidermidis in the pre-implant culture was most likely the laboratory testing reagent, which was found to be contaminated with staphylococcus epidermidis. Additionally, results from microbiological testing of the allograft that were taken during processing and packaging were negative for staphylococcus epidermidis. There is no indication that an error or deficiency occurred at cryolife.

Event description:
According to the report, the pre-implant culture was positive for staphylococcus epidermidis. Laboratory contamination (at the hospital) cannot be ruled out; laboratory reagent was positive for staphylococcus epidermidis and staphylococcus warneri. The allograft was implanted on (B)(6) 2014 and the patient has been discharged. There has been no indication of an adverse reaction in the patient.

Event description:
According to the report, the pre-implant culture was positive for staphylococcus epidermidis. Laboratory contamination (at the hospital) cannot be ruled out; laboratory reagent was positive for staphylococcus epidermidis and staphylococcus warneri. The allograft was implanted on (B)(6) 2014 and the patient has been discharged. There has been no indication of an adverse reaction in the patient.